Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent parastomal hernia repair on (B)(6) 2015 and mesh was implanted. In (B)(6) 2016, the patient presented visible recurrence. The patient is currently waiting for revisional surgery, sugarbaker repair technique and laparotomy. The surgeon opined that the patient's comorbidities may have contributed to impaired healing and recurrence. Additional information has been requested.